Event description:
Bm3 was explanted due to no sensing after patient had a cardioversion at hospital. Patient described external defibrillator pad being placed over device. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.